Event description:
(B)(4). Event occurred in (B)(6). The patient reported that in one of the infusion sets, the tubing detached from the quick release at night, which caused high blood glucose level. No further information available.